Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced a recurrent incisional hernia, adhesions, and mesh pulling into old hernia sac. Post-operative treatment included mesh revision surgery, lysis of adhesions, and a recurrent hernia repair with new mesh.